Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus for evaluation. The evaluation confirmed the rapture, and scratches in the bending section rubber. The evaluation also confirmed scratches and cracks in the adhesive around the bending section rubber. Considering the evaluation result, it was surmised that external intervention, such as excessive contact by other instrument during the procedure, likely caused the reported event. The instruction already warns as follows; insert a hand instrument into the trocar tube close to the endoscope slowly and deliberately. Sudden insertion may damage the bending section and cause parts of the covering to fall off inside the patient. Do not press the distal end or bending section of the endoscope against hard surfaces such as a bed to prevent damage to the endoscope. Never press and/or gather the bending section of the endoscope with hand instruments. Damage to the bending section may result.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the facility found that a part of the bending section rubber of the subject device was missing during unspecified surgery. The facility could not find the fragment of the bending section rubber within the patient during the procedure and completed the procedure. There was no report of patient injury associated with this report.